Manufacturer narrative:
Additional information was received that the ipg was visibly loose but there was no actual skin breakage. The patient had been reprogrammed off the one contact with high impedance and was doing well. No further course of action will be taken.

Event description:
A report was received that the patients ipg was visibly loose and flipped around. It was noted that the patient lost a good amount of weight. It was also mentioned that the patient was experiencing shocking on all programs. Database analysis revealed that the impedance measurements revealed high impedance on the right lead. All of the programs have the high impedance contact as an active electrode.

Event description:
A report was received that the patients ipg was visibly loose and flipped around. It was noted that the patient lost a good amount of weight. It was also mentioned that the patient was experiencing shocking on all programs. Database analysis revealed that the impedance measurements revealed high impedance on the right lead. All of the programs have the high impedance contact as an active electrode.